Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement; resulting in the decision to explant the device. The device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report (B)(6) 2016.